Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device emitted a loud noise when in use. It was further noted that the device failed the temperature assessment one minutes and 34 seconds into the assessment. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device emitted a loud noise. It was also noted that the device failed the temperature assessment at 1 minute and 34 seconds (119 degrees fahrenheit, should be below 118 degrees). It was also noted that the drive shaft was broken and there were fibers inside of the drive shaft. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive force during use, which is user error. If additional information should become available, a supplemental medwatch report will be sent accordingly